Event description:
Customer alleged that the right rear caster bent inward towards the rear left wheel causing the end user to fall in the kitchen and hit his head. End user was examined at the hospital and the doctor indicated that he was fine.